Manufacturer narrative:
(B)(4). Date sent: 3/6/2026. D4 batch #: z7008v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was damaged. Additionally, a photo of the device outside its packaging was provided. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7008v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: ·it was stated that "the blade was broken and retrieved." Is it correct in understanding that the broken pieces of the blade fell off inside the patient's body and were all removed? The broken pieces were retrieved, the stumps were aligned, and it was determined that no pieces were left inside the patient during laparotomy. Please tell us how the broken fragment was removed from the patient's body. (For example, retrieved with forceps under laparoscopy, etc.) As stated above. Was there any bleeding or tissue damage observed when this incident occurred? (Please also let us know if any additional procedures were required.) There was not any bleeding or tissue damage and there was no effect on the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an ascending colon cancer for liver tumor, the blade was broken when tumor removal. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. No pieces were fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. Additional information was requested and the following was obtained: could you please confirm that where the broken pieces are? (Already discarded/will be sent in the future). The broken pieces have definitely been discarded, but it seems they were mistakenly discarded during cleaning.